Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Additionally, it was observed there was some paint chipping's on the pump due to wear and tear. Reportedly, the pump is still functional. Customer's blood glucose level was 250 mg/dl. The customer stated elevated bg level was due to the food recently consumed, and was addressed with a correction bolus. Reportedly, the customer will continue to use the pump for insulin therapy.